Event description:
It was reported that: during fetching a filter from the packaging bag the hospital staff detected a cutter knife, which was shrink-wrapped in the filter package with the blade sticking out about 2 inches. No injury reported.

Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in the follow up report.